Manufacturer narrative:
This reported issue is currently under investigation.

Event description:
The customer reported the system displayed error code displayed-charger failure. No pt injury was reported.